Manufacturer narrative:
The device was received for evaluation without the pouch. A visual inspection with naked eye noted a pin hole on the welded cassette sheeting. An under water pressure test was performed and a leak was found at the pin hole. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set had a pin hole on the cassette body. This was observed during dwell of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.